Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported the physician implanted the implantable neurostimulator (ins) in the wrong place and it would "only work between my knees and my feet and I have it so low I could barely feel it and it is irritating my foot." The consumer stated the healthcare provider (hcp) wanted to take the ins out and put in another manufacturer's device. The hcp later reported to resolve the suspected wrong positioning of the ins and foot irritation the patient was going to undergo a new trial. The cause of the foot irritation or foot pain wasn't determined. A CT scan of the lumbar spine showed a solid fusion from l2-l5, a pseudarthrosis at l2-l5 and no evidence of a herniated disc or stenosis.